Event description:
It was reported that the pt monitor stopped to work suddenly during use on a pt. Battery lcr123r4p looks like being ready to melt. The battery was installed during preventive maintenance by drager field svc engineer (fse) jan 23, 2007.

Manufacturer narrative:
Our initial review of the complaint indicates a problem with the battery. We have requested the monitor in question to return to draeger for further investigation. We will provide investigation results to FDA as soon as become available.